Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events for the same patient involving two separate products; reference the below MDR numbers for all associated reports. Mdrs #: 1225714-2013-01191, 1225714-2013-01192, 1225714-2013-03061.